Manufacturer narrative:
.

Event description:
The customer reported that even after the battery was calibrated, a needs calibration message still displayed on the device. There was no report of patient involvement.